Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product evaluated by external contractor. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that burning smell was coming from the cart. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review for intellicart system serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. On (B)(6) 2017, it was reported from (B)(6) hospital that there was burning smell from the cart. Mera hmc was contacted about the unit and dispatched a service technician to be at the site. On 20 dec 2017, the technician found that the unit was not powering via coupler or ac power supply. Upon on further examination, he found no anomalies in the unit. He replaced the monitor but still the unit was not powering on. Then he examined the unit again and found issue with main control board. On 21 dec 2017, he replaced the intellicart cart board and the patch cables and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. On 03 jan 2018, a returned product investigation was performed on the intellicart board and display. The investigation revealed there was burn marks near plug 03 which connects to the display. The root cause of the reported issue was due to the control board was burned near the display connection. The returned product evaluation found that there were burn marks near where the monitor connects to the control board, which would cause the burning smell and the monitor to not function as noted during the evaluation of the product. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.